Event description:
A surgeon reported that three years following bilateral intraocular lens (iol) implant surgeries, he noted tiny, dark brown glistenings throughout both lenses which do not affect the quality of the pt's vision. The pt's current vision is 20/50 uncorrected, but has varied from 20/25 over the months with essentially stable vision for near and distance. The surgeon reported the pt had recently requested and was given prescription for distance with astigmatic correction. The surgeon also stated that he and the pt are highly pleased with the performance of the lenses. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Add'l info was requested on (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).